Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: carto 3 system(model # m-4800-01 serial # (B)(4)). Smartablate pump (model # unknown serial # unknown). Bidirectional cs catheter (model # d-1263-07-s lot # 17322938m). Acunav catheter (model # m-5723-09 lot # unknown). (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for atrioventricular reentrant tachycardia/wolff-parkinson-white syndrome with a thermocool® smarttouch® bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis and a thrombosis requiring surgical intervention. During mapping phase, after some ablation had been performed, the patient became hypotensive and a tamponade was confirmed via echocardiogram. Pericardiocentesis yielded 2 liters of fluid. After approximately one hour, internal bleeding ceased. Later that evening, a left atrial clot was observed and patient was taken for a surgical intervention. The patient was reported to be in stable yet critical condition following the event. Extended hospitalization was required as a result of this adverse event. Three days post-procedure, the patient was reported to be doing well. It was noted that the event was life-threatening and that without intervention, the patient would have died. There were no factors cited that may have contributed to the adverse event. The physician¿s opinion regarding the cause of the adverse event is that it was likely related to the sheath since it appeared to be advanced far into the left atrium via fluoroscopy. It was noted that although it was unlikely that the injury occurred during ablation, it was unclear if the site of injury was at an ablation point. Transseptal puncture was performed with a st. Jude medical brk needle. Generator was in power control mode with default settings. Ablation was performed 3 times for not more than 30 seconds at 30 watts (not titrated). Contact force readings ranged from 2-20 grams. Irrigated catheter flow was set at 30 ml/min. There were no errors on biosense webster systems during the procedure.

Manufacturer narrative:
(B)(4). It was reported that a (B)(6) male patient underwent an ablation procedure for atrioventricular reentrant tachycardia/wolff-parkinson-white syndrome with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis and a thrombosis requiring surgical intervention. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The functionality of the sensors of the catheter were tested on carto system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. An irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.